Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: australia. H10 narrative: d10 narrative: item #: 010000589, lot#: 66403651, item name: comp rvrs 25mm bsplt ha+adptr. Item #: 110031399, lot#: 66580871, item name: mini standard thickness +0mm taper offset 40mm diameter humeral tray. Item #: 110031424, lot#: 66394204, item name: standard 36mm diameter bearing. Item #: 180551, lot#: 66501618, item name: comp lk scr 3.5hex 4.75x20 st. Item #: 180552, lot#: 66543392, item name: comp lk scr 3.5hex 4.75x25 st. Item #: 180559 lot#: 66138814 item name: comp nlk scr 3.5hex 4.75x25 st item #: 180550 lot#: 66591598 item name: comp lk scr 3.5hex 4.75x15 st no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision surgery due to a loosening of the device. There was harm or injury to patient as the patient had to undergo additional surgical procedure. Due diligence is complete. No additional information is available.